Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device met with performance specifications. The reported issue could not be confirmed during testing.

Event description:
It was reported that during an infusion of the drug, the catheter leaked at the lock butterfly, requiring the use of another catheter from another batch. No patient injury or complications were reported in relation to this event.